Event description:
Customer reported a motor error alarm. She also reported a change sensor alert following two calibration error alerts. She stated that the blood glucose reading was 105 mg/dl while the sensor showed 60 mg/dl. She reported a recent low blood glucose of 36 mg/dl. She stated that she did not remember how she treated and that the low had lasted four hours. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. She stated that the drive support cap appeared to be normal. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.